Event description:
It was reported that approx. 58 months after implantation, insulation damage was detected. The lead was capped and a lead fragment was submitted for analysis.

Manufacturer narrative:
Only fragments of the lead were returned. Only the df-1 lead plug fragment was returned for analysis. The lead was capped off 4 cm distal from the df-1 connector pin. The returned fragments were inspected. During inspection, an insulation break and signs of wear were found 2.5 cm distal from the df-1 plug. This damage is highly likely the cause of the clinical complaint. The location and type of insulation damage are characteristic of a massive mechanical load imposed on the lead by high levels of pressure on the generator housing with simultaneous friction. Furthermore, examination showed a broken insulation body and a deformed kinking protection coil that were likely caused by the extraction process. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.